Manufacturer narrative:
Brand name: roi-a anchoring plate l or roi-a anchoring plate m or roi-a anchoring plate s. (Catalog number): ir2007t or ir2008t or ir2009t. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00066 or 3004788213-2020-00068.

Event description:
It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The broken piece was retrieved and the plate was unable to be removed. The surgeon was then able to hammer the anchoring plate to the end to complete the case. A second plate was not inserted at this level. There were no reported patient impacts. This is report two of three for this event.

Event description:
It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The broken piece was retrieved and the plate was unable to be removed. The surgeon was then able to hammer the anchoring plate to the end to complete the case. A second plate was not inserted at this level. There were no reported patient impacts. This is report two of three for this event.

Manufacturer narrative:
Additional information in d4: unique identifier (UDI), h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The reported complaint could not be verified. The device was returned and no photos were provided. Therefore, a specific cause cannot be determined.

Event description:
It was reported that during the procedure, after using the starter awl, the anchoring plate was difficult to insert. The surgeon wanted to remove the anchoring plate when he realized the patient had hard bone and attempted to use the removal hook. The plate was stuck and was not able to be moved, causing the tip of the removal hook to break. The broken piece was retrieved and the plate was unable to be removed. The surgeon was then able to hammer the anchoring plate to the end to complete the case. A second plate was not inserted at this level. There were no reported patient impacts. This is report two of three for this event.